Event description:
It was reported that the cable tensioner would not hold the cables properly. The tensioner would not grab and hold the top of the cable. No patient complications were reported.

Manufacturer narrative:
(B)(4): the cable tensioner was returned for evaluation. Functional examination verified the instrument is not functioning properly. Upon examination, the internal spring washers were missing and incorrectly oriented resulting in improper function. It appears that the instrument was disassembled and improperly re-assembled. A review of the device history records did not identify any applicable nonconformance to specification.